Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, failure mode and effects analysis (fmea) and system risk analysis (sra). The DHR could not be reviewed as the lot number was unknown. Trending analysis by lot number could not be reviewed as the lot number was unknown. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra shows the risk for a quality problem with no impact to safety to be "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue could not could not be determined due to insufficient information. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
The customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. The affected load was released. There was no report of infection, injury or harm to patient(s) associated with this issue. The customer reported the lot number of the sterrad chemical indicator strip could not be determined as it is unknown which box the strip was pulled. None of the boxes of strips were expired and all boxes are stored per the instructions for use (IFU); stored away from chemicals and cassettes, kept in the box, and away from light exposure. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
Correction ¿ removal of the following statement: " the fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level." Fmea assessment and rpn evaluation is not applicable. The failure risk assessment is performed with sra review. Correction to sra review previously reported as quality problem with no impact on safety is considered to be "low." Correct sra statement should be, the sra indicates the risk associated to exposure to biohazardous, pathogenic or infectious material is "low".